Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results . A complaint investigation was conducted based on the event description and the assigned malfunction code leak between tubing and pump connector/hub detachment /significant wetness. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint, and due to the absence of a specific lot number or part number, a high level investigation was conducted for the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to autosoft xc (5 inch), autosoft 90,autosoft 30 and autosoft xc product families. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of applicable risk management documentation. No systemic issues were identified during this high level review. Please refer to the attached memos for full details. Autosoft 30 leakage. Autosoft 90 leakage. Autosoft xc (5 inches) leakage. Autosoft xc leakage. Enclosure 1: eqms search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) plan determination . Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. CAPA determination - conclusion: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that, the patient went to emergency room and was subsequently hospitalized due to infusion set's leakage in tubing event on 21-dec-2024. The blood glucose level was 522 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. Patient took correction bolus via pump to address high blood glucose levels. Infusion set was in use for two days. No further information available.